Event description:
Litigation papers allege the patient suffered from a number of different complaints including severe hip pain, difficulty walking and walking with a limp. Patient's chronic pain was worsening and becoming intolerable over the last six months prior to his revision surgery. Patient suffered from swelling, chronic inflammation and disabling pain that prevented him from doing his normal cardiovascular exercises. An aspiration on (B)(6) 2008, revealed a milky fluid in the hip joint. Exploration during his revision surgery revealed even larger amounts of the milky yellow fluid along with a mass of necrotic tissue and yellowish debris and there was significant burnishing of the femoral and acetabular components, all indicative of chronic inflammation and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.